Event description:
I have been having trouble with my medtronic minimed paradigm 722 insulin pump since the middle of (B) (6). On about -not sure- (B) (6) 2009, I got a no delivery alarm which did not resolve with changing everything out. I could not afford minutes to call customer service at that time. I called (B) (6) and can't remember, but think we got the pump delivering and the customer service rep told me it is usually the set or site that is the problem, not the pump. I can't remember if it was at that time or after the next no delivery that I requested a replacement pump -mine was still under warranty-. It came the next day. It was a huge disappointment when the new pump immediately gave me no delivery! I called customer service and we changed everything out, using new reservoirs minimed had sent me to replace all the ones I'd gone through trying to resolve the alarms. That immediately resolved the no delivery alarms and I did fine through (B) (6), using the new sets I was sent. On (B) (6), I started getting no delivery when using the older sets. I had been expecting the problem with my this lot of sets, so I confidently changed the set only to get no delivery alarms over and over. Again, I could not afford the minutes to call customer service, so nursed myself along with frequent injections -no long acting insulin- and trying every fix customer service had previously had me do, to no avail. I called customer service on (B) (6) asking if I could start talking to the same person each time because each call was treated as a separate problem with little attention to previous problems. They could only address this alarm and when the problem was resolved there was no allowance for considering that it might occur again as it had so many times before. Anyway, I ultimately spoke to a supervisor but he spent his time telling me, understandably, why I couldn't speak to the same person each time without addressing the bigger picture that I needed some way to address this as an ongoing issue, in order to meet my warranty on the pump. It was the afternoon of (B) (6) that I was finally referred to a local clinical specialist. She was much more understanding of my problems and the implications for my health. After more problems, the weekend of (B) (6) and (B) (6) things resolved themselves and I didn't use the new sets and reservoirs she sent me. On wednesday, the (B) (6) 2010, I got a no delivery which repeated itself several times, all while in a meeting. When I got home, I started the problem solving routine -too frustrated to waste time calling customer service and it was late evening- and the problem resolved. The next day I tried the sets and reservoirs I had been sent. For about three or four weeks after that I had no deliveries two or three times, but when I went to evaluate them, they resolved themselves. Then the problems started recurring. I was finally given a consistent person to talk to at medtronic minimed. She sent me a new pump and the problems resolved for several days and now have been consistently occurring for over a week. My "consistent contact" at medtronic minimed has not returned my last two calls. I have stopped reporting each problem to customer service because I simply don't have the time and customer service does not address the ongoing issues. The current problems involve starting with a new reservoir and set which works for 2-6 hours and then gives me the no delivery alarm. This alarm is not related to the site or cannula inserted in my skin as it continues when I am disconnected. I can deliver insulin from the reservoir with the plunger but when I reattach the reservoir to the tubing, I cannot deliver insulin through the tubing or reservoir/tubing connection either manually or with the pump. I hated the old minimed reservoirs I had been using. The new ones sent to me seemed to work better but they are resulting in the same problem. So if I had to guess what the still unresolved problem is, I would say it is primarily the tubing or, more likely, the tubing-reservoir connection but there may be are other factors. You can imagine then hours I have spent on the phone, there was a long wait a couple of times the end of the year, and the hours and hours I have spent with poor control. Because my most common basal rate is .65 u/hr, I can be having no delivery for long enough to go very high -250-350 mg/dl -before getting the alarm. Further, I need and use the continuous glucose monitor/sensor that reports to the pump for hypoglycemia unawareness. At times it has been unavailable because the pump has been stuck in the rewind/prime mode. My biggest concern is that I have a warranty for a usable device within 24 hours and that warranty is not being honored. I am a certified diabetes educator and insulin pump trainer and rely on the pump for glucose management in my hectic life style and that of my pts. My warranty is good through (B) (6) so I don't qualify for insurance coverage of a new pump but even when I do, they only pay about (B) (6) of the (B) (6) cost. Currently, there is not another pump with a connected continuous glucose sensor either. So I feel like I stranded with no appropriate options. Diagnosis or reason for use: type 1 diabetes.